Event description:
A peritoneal dialysis nurse (pdrn) reported that a patient was diagnosed with peritonitis during a follow up call for another event. Upon follow up, the pdrn stated the patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The reported cause of peritonitis was documented as touch contamination. The patient¿s culture results were positive for peritonitis, the date of the culture was (B)(6) 2022 and the organism were reported as staphylococcus and the white blood cell (wbc) count reported was 3653 (unknown units) . The patient was prescribed antibiotic therapy with intraperitoneal (ip) vancomycin every five days, ip ceftazidime daily for one week, and oral keflex for one week. The dose and frequency were unknown. Additional details were requested, however, not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy with use of the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the liberty cycler set and the peritonitis event. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis was attributed to touch contamination. This is supported by the culture result of staphylococcus aureus, an organism that colonizes on skin and in the nares of humans, and together with other staphylococcal species accounts for 50% or more of infections. Based on the information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a patient was diagnosed with peritonitis during a follow up call for another event. Upon follow up, the pdrn stated the patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The reported cause of peritonitis was documented as touch contamination. The patient¿s culture results were positive for peritonitis, the date of the culture was (B)(6) 2022 and the organism were reported as staphylococcus and the white blood cell (wbc) count reported was 3653 (unknown units) . The patient was prescribed antibiotic therapy with intraperitoneal (ip) vancomycin every five days, ip ceftazidime daily for one week, and oral keflex for one week. The dose and frequency were unknown. Additional details were requested, however, not provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.